Event description:
A customer reported that the vitrectomy probe did not work correctly and was without aspiration during a vitrectomy procedure. There was a delay as the cassette and probe were exchanged. It was noted that the same system and footswitch were used to complete the case. There were no patient consequences.

Manufacturer narrative:
The customer returned one 23 gauge vitrectomy probe for "vitrectomy probe did not work". Visual evaluation determined that the probe is visually conforming. Functional testing was performed and found the probe to be conforming for aspiration, but nonconforming for actuation and cut test. The probe was disassembled and the components inspected. The inner cutter was severely worn out. There were severe gouges and nicks on the inner cutter. No probe lot number was identified with this complaint; therefore, the device history record for this complaint could not be reviewed. Product evaluation determined the root cause of the reported event to be a damaged cutting edge. Significant wear, gouges and nicks on the cutting edge indicates that the probe may have been initially working properly and only damaged sometime during surgery. Probes are 100% visually and functionally tested during manufacturing. A nonconformance (example, "cut failure") would have been detected during assembly and testing and subsequently removed from the lot. Furthermore, the gouged/nicked cutting edge indicates that the probe had been initially working properly until the cutting edge was damaged. (B)(4).